Event description:
Related manufacturer reference number: 2017865-2022-14828. It was reported that the patient presented in clinic for system extraction due to a fall. Using a chest x-ray (cxr), it was discovered that the right atrial (ra) lead was dislodged. Additionally, it was noted that the right ventricular (rv) lead had high pacing impedance and high capture thresholds. Prior to this procedure, the rv lead was initially reprogrammed to address these anomalies. The patient was asymptomatic. Both ra and rv leads were extracted and replaced. The patient was stable throughout the procedure.